Event description:
It was reported that the insulin pump was no longer functioning and that it showed severe physical damage. The customer's mother did not know the customer's blood glucose reading. The caller stated that the front and button pad of the insulin pump had peeled off. She also observed a scratched display screen from wear and tear over time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing keypad assembly. Unable to perform displacement test due to keypad anomaly. The unit was received with cracked battery tube threads, severely scratched lcd window, and stripped battery cap coin slot.